Event description:
A report was received that the ipg migrated and patient was having pain at the pocket site when leaning back. The patient underwent a pocket revision. The patient was doing well postoperatively